Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results and missing additive. The following information was provided by the initial reporter. The customer stated: customer stated by phone that the problem was after testing the patient sample, she found out a very high potassium level, and the patient was sent to ER to confirm the result. It was reported by the customer that contamination was noticed while using the device on a patient. On (B)(6) 2022 00:00:50 utc 2022 - patient fields updated: hazard, injury or erroneous results details did any hazard occur (e.g., exposure to blood/bodily fluid, needle/probe stick, safety issue)? Customer states- it was reported via phone, that while using the bd vacutainer on a patient, they noticed contamination. The patient was then sent to an ER for treatment. If yes¿detailed hazard including any medical intervention: pending additional information received 2022-10-21: customer state they collected and ran the patient sample - no hemolysis visible. Potassium 9.7 repeated 6 times. Calcium 3.6. Last patient of the day, sent to ER. ER result: potassium 4.2. Additional information 26oct2022: "they invert the tube 10 times and some times they are still getting micro clots, so they can even invert them more to avoid this clots appearing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to foreign matter, erroneous results, and fibrin were observed. 30 retain samples were subject to a visual inspection for fm-unknown in the tubes. All samples passed testing with no evidence of fm-unknown present in any of the 30 tubes. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results and fibrin strand(s)) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter, erroneous results, and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to foreign matter, erroneous results, and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results and missing additive. The following information was provided by the initial reporter. The customer stated: customer stated by phone that the problem was after testing the patient sample, she found out a very high potassium level, and the patient was sent to ER to confirm the result. It was reported by the customer that contamination was noticed while using the device on a patient. (B)(6) 00:00:50 utc 2022 - patient fields updated: hazard, injury or erroneous results details did any hazard occur (e.g., exposure to blood/bodily fluid, needle/probe stick, safety issue)? Customer states- it was reported via phone, that while using the bd vacutainer on a patient, they noticed contamination. The patient was then sent to an ER for treatment. If yes¿detailed hazard including any medical intervention: pending. Additional information received 2022-10-21: customer state they collected and ran the patient sample - no hemolysis visible. Potassium 9.7 repeated 6 times. Calcium 3.6. Last patient of the day, sent to ER. ER result: potassium 4.2. Additional information 26oct2022: "they invert the tube 10 times and some times they are still getting micro clots, so they can even invert them more to avoid this clots appearing."